Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection (inj). Reflin (dose, route and frequency not reported) and inj. Tobramycin (80mg, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.